Manufacturer narrative:
Omit: e2401 - insufficient information,f24 - insufficient information,a1407 - insufficient flow or under infusion (2182), correction: describe event or problem. Initial reporter first name. Initial reporter last name. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported general issues with under infusion of vancomycin, particularly the 250ml bags. It was also noted that the 250ml medication bags have 40 to 50 ml more of normal saline in the bags than it says, and the pumps are having to be set to reflect this rather than the pump default. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that antibiotic infusions were completing with less than a quarter of the infusion remaining in the bag. They reported that the "suction was extremely high" and that the suction on the IV bag was preventing all of the antibiotic from completing. Upon completion there was fluid remaining in the drip chamber as well as the IV bag. Upon restarting the infusion, it was noted that there was concomitant flow and both the antibiotic and the IV flush bag were infusion simultaneously. There was no reported patient impact.